Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was unknown. Tandem technical support helped the customer correct the time and date and successfully resume insulin delivery. Customer's blood glucose level was 120 mg/dl.